Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device was discarded and not available for evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy mitek has been informed that the lot number is not available.

Event description:
It was reported by the sales rep that both pedals on the customer's vapr 3 foot pedal would not work during a shoulder arthroscopy when the device was plugged in. There were no patient consequences or delays. The case was completed with another like device. The device was discarded by the customer. The sales rep could not provide a lot number but stated that the device was really old.